Event description:
The hcp reported, the patient's pump was replaced due to overinfusion. No patient symptoms or outcome were provided. The drug contained in the patient's pump is unknown. Additional information has been requested, but was not available at the time of this report.